Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs. The first photograph depicts the product label. The product ID, lot number and expiration date are clearly visible. The second photograph depicts the cannula in a bag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the middle of the laparoscopic bypass gastric surgery, the device had a damaged seal on all ports and there was air or gas leakage from the seal. The surgeon obstructed the leak with the hand instruments to complete the case. There was no patient injury.